Event description:
Received mentor silicone gel implants in 2009 and had diagnosed leak in 2011. Started seeing symptoms of silicone poisoning in (B)(6) 2010. Went through a battery of test and drs until a breast MRI caught the problem.